Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Customer stated no patient involvement. Third party field service technician was able to confirm that battery would only last 10 minutes. Battery would not stay charged. Internal battery was replaced.

Event description:
The customer reported that the model lap top ventilator (ltv) 950 internal battery would not hold charge.